Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the battery cap contact width did not measure within specifications. The battery cap was removed from the pump without difficulty. (B)(6).

Event description:
The pump and battery cap were returned for investigation. Investigation revealed that the battery cap contact width was not within specifications. This report is made based on results of investigation completed on (B)(4) 2014.